Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the paramedics were called and she was hospitalized due to low blood glucose. The blood glucose reading at the time of hospitalization was 55 mg/dl. Customer stated that she gave a meal bolus, but she did not eat until an hour later. The restaurant staff called the paramedics due to she was incoherent unconscious prior to hospitalization. Nothing further was reported.